Event description:
While checking placement of endotracheal tube with bronchoscope, a piece of outer wrap broke off in the bronchus. Foreign body removed at the time of procedure. Planned operative procedure completed as scheduled.